Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was initially hospitalized for a blood transfusion. Caller stated that the customer's insulin pump was disconnected during transfusion. Caller stated that the customer reconnected without cleaning or sanitizing and she ended up getting an infection. Caller stated that the customer had an abscess removed due to infection on the side. Nothing further was reported.